Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There has been no other event for the referenced lot. However, one similar event for the same sterile lot referenced was found. Conclusions: the reported event could not be confirmed nor the root cause determined as clinical history, follow-up notes and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of right hip for infection.

Manufacturer narrative:
The following devices were also listed in this report: a 6.5 cancellous bone screw 35 mm; cat# 2030-6535-1; lot# mnr3x2. A 6.5 cancellous bone screw 25 mm; cat# 2030-6525-1; lot# mnn59l. Primary titanium hemi cluster hole cup 60 mm; cat# 502-03-60f; lot# mkp4ty. Delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 50259602. Anato stem sz 7 right neut; cat# 4845-7-117; lot# 42917503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right hip for infection.